Manufacturer narrative:
The customer was instructed to calibrate the screen and test it for a few days and if the problem was corrected is up to them to put it back in service. If the problem comes back, the user interface module (uim) needs replacement. Vyaire file identification: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the device user interface module (uim) was freezing up. At this time, there is no information regarding patient involvement associated with the reported event.